Event description:
It was reported the patient's scs ipg was inoperable. Reportedly, the patient had not been charging the device as recommended by the manufacturer. Surgical intervention may be taken to replace the patient's scs ipg.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a non-rechargeable device. The reported issue has been resolved.